Event description:
Rptr states client with poor choice of venous access, required multiple blood specimens drawn. After a few punctures of blood tubes, the sheathed needle port of the device dulled. The red stopper of the collection tube was unplugged and the needle port seal was lost causing blood to leak. The IV site had to be discontinued.